Manufacturer narrative:
Additional, changed, and/or corrected data: a5 a6 d6b d9 h3 h6. Laboratory analysis summary: the device related to the reported event of capsular contracture was received on may 06, 2025, with lot number 3499370. Based on the product analysis performed, the assessments of the complaints are: - capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left capsular contracture baker grade IV. The device has been explanted.